Manufacturer narrative:
Age at time of event: patient was (B)(6) years old at the time of enrollment. Initial reporter name and address: initial reporter address 1: (B)(6).

Event description:
(B)(6). It was reported that restenosis and dissection occurred. The subject was randomized to (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the left superficial femoral artery (sfa) had 100% stenosis, with a reference vessel diameter of 4.2mm, a length of 180mm and was classified as a tasc ii c lesion. Target lesion was treated with pre-dilatation using 3.5mm x 150mm unknown balloon. After pre-dilatation two 4mm x 100 mm ranger drug coated balloons were used to treat the target lesion. Following this intervention, grade b dissection was noted. Later, post-dilatation was performed with 50% residual stenosis. On (B)(6) 2017, the subject was discharged. On (B)(6) 2018, the subject was noted with stenosis in left superficial femoral artery however, no action was taken to treat this event.